Event description:
The dentist reported that the screw broke in patients mouth. The dentist sent patient to the oral surgeon to remove the broken piece from the implant. The screw has been removed from implant. Implant still implanted.

Manufacturer narrative:
The returned product was visually inspected with the naked eye and 10x magnification. Upon observation, the screw was confirmed to be fractured. The threaded portion was not returned. The complaint is confirmed. The lot number was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined.